Event description:
It was reported that during an unknown procedure when firing the clip applier, one of the clips in it stuck. The surgeon discarded the existing one and took out another new one. No patient consequences reported.

Manufacturer narrative:
(B)(6) = jaws. The el5ml instrument was received partially cycled. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one clip was fed and formed as intended; in the next actuation of the trigger, one clip was fed and upon cycling, the jaw disengaged from the cam resulting in one malformed clip. The jaw was re-engaged and during the actuation, the jaw disengaged for the second time causing a malformed clip. Upon inspection, one of the jaw ramps was noted to be broken, causing the jaw to disengage from the cam. The next five clips were ejected; the condition found would not allow the jaws to collapse in order to form the clips. Finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. However, no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.